Manufacturer narrative:
Invacare contacted the dealer to obtain additional information relating to previous maintenance performed on this patient lift & if the lift has been repaired. The rehab department at the dealer stated that their records are filed by patient/facility name. That information was not provided to invacare in the initial call, therefore no additional information can be obtained at this time. The maintenance safety inspection checklist within the portable patient lift and sling owner's manual (part 1024492 rev e) indicates that on a monthly basis the casters and axle bolts should be inspected for tightness. If any parts are worn, they should be replaced immediately. A field action was initiated on november 16, 2018 with notices being sent to all invacare authorized dealers indicating the potential for the mounting bolt connecting the caster to the base frame of the patient lift to become loose. Loose hardware can cause wear to the hardware and housings. If left unresolved, the caster may separate from the base of the lift causing the lift to tilt and a patient fall. Failure does not occur right away but happens over time if the lift is not properly maintained. The report does not allege that the device caused or contributed to a death or serious injury. However, it has been determined that should the event recur, the device would be likely to cause or contribute to a death or serious injury. The 9805 hydraulic lift was manufactured by invacare rehabilitation equipment co. (Suzhou), however, they are no longer in business. The manufacture of the 9805 hydraulic patient lift has transitioned to invamex in september 2017.

Event description:
Dealer reported that the right rear caster wheel on a 9805 hydraulic patient lift fell off. The bolt and installation hole on the base were both stripped. There was no fall or injury associated with this event.